Event description:
The t4 hood was sent for evaluation because there was a hole in the sterile packaging prior to a case. There was no pt involvement and no adverse consequences associated with the device.

Manufacturer narrative:
It was noted during failure analysis that the product had a hole in the sterile packaging with curled edges similar to heat damage or damage associated with stretching.